Manufacturer narrative:
Additional device codes are 1536 - retraction problem and 3038 -catheter. During use of a 5f mynxgrip device for vascular closure (vcd), the physician felt resistance while shuttling down the device in a 5f competitor sheath. When the mynx and sheath were retracted back, the peg shuttle tube was not in place and the peg was attached on the wire. Upon retracting the catheter and advancer tube, the physician said it became stuck and he could not remove it. Hemostasis was achieved with manual compression for 30 minutes or less. The device was used in a diagnostic procedure and the user was trained. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned for investigation. 1 unused mynxgrip device from the same lot were received for evaluation in the original packaging opened. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant was observed deployed on the catheter shaft and the advancer tube was engaged to the tamp lock. The device was probably opened by the user for investigation and the orientation was due to user manipulation. It should be noted that the mynxgrip device is shipped in a balloon¿s protective sheath tubing in the clamshell tray. The balloon's protective sheath is designed to abut the distal end of the shuttle cartridge to assure the shuttle cartridge/sealant does not migrate from its manufactured position during transit. Balloon inflation and deflation testing was performed on the balloon per mynxgrip instructions for use (IFU). The balloon was fully inflated with water and pressure was maintained with proper functioning of the inflation indicator. Shuttle movement was checked and no resistance was felt. The device passed the test and are deemed to meet specifications. A product history record (phr) review of lot f1906302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue-sealant¿ and ¿device deployment jam¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the shuttle advancement issue and device deployment jam could not be determined. Based on the limited information available for review, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (peg was attached on the wire), which will cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue and deployment jam. The condition of the returned device unused device was likely user manipulation as the device is stored with a protective sheath to prevent migration of the shuttle/sealant while in packaging. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned for investigation. 1 sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant was observed deployed on the catheter shaft and the advancer tube was engaged to the tamp lock. Balloon inflation and deflation testing was performed on the balloon (mynxgrip instructions for use (IFU). The balloon was fully inflated with water and pressure was maintained with proper functioning of the inflation indicator. Shuttle movement was checked, and no resistance was felt. The device passed the test and are deemed to meet specifications. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned for investigation. The failure reported as ¿shuttle advancement issue¿ could not be confirmed due to no unit was received for analysis. Based on the evaluation of the sterile unused device and without returned device involved in this complaint for a physical analysis, the exact cause of the reported failure experienced by the customer could not be conclusively determined. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Procedural factors and handling process may have contributed to the failure as reported; therefore no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, the physician felt resistance while shutting down the device in a 5f terumo sheath. When the mynx and sheath were retracted back, the peg shuttle tube was not in place and the peg was attached on the wire. Upon retracting the catheter and advancer tube, the physician said it became stuck and he could not remove it. Hemostasis was achieved with manual compression for 30 minutes or less. The device was discarded. The device was used in a diagnostic procedure and the user was trained.